Event description:
The customer reported several quality control (qc) parameters were outside of acceptable limits involving the unicel dxc 880i synchron access clinical system. During troubleshooting, it was discovered the right side sample probe on the u-closed-tube aliquotter (ucta) was dripping fluid into the wash well. The customer disabled the right side sample probe and continued operating the unit by utilizing the left side probe. The customer retested patient samples, analyzed prior to the event, and observed four patients had erroneous results. The erroneous creatine kinase-mb (ck-mb) and ferritin results were generated and reported prior to quality control (qc) was outside of the acceptable limits. The erroneous results were released out of the laboratory. Amended reports were issued. There was no report of patient consequence or change in patient treatment associated with this event. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury. The fluid was contained within the instrument. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the probe wash valve was faulty and replaced the valve and primed the system to resolve the issue. System performance was verified per established procedures. The instrument conformed to the manufacturer's published performance specifications.